Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -6.0/+1.5/103 into the patient's left eye (os) on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to low vault. That same day, a longer length lens was implanted, although it is unclear whether this was performed within the same surgery that the lens was removed. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- updated to reflect an exchange . H6 health effect - impact code: changed to 4629. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -6.0/+1.5/103 into the patient's left eye (os) on (B)(6) 2022. It was confirmed that the lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault. This resolved the problem. Cause reported as unknown.